Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: from the ring protection against accidental withdrawal of the piston, particles of plastic fall off and fall into the syringe.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1903106 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has concluded that the small plastic particles could consist of some plastic flakes coming from the own syringe. Specifically, during the molding process some plastic flashes appeared, and during the assembling process these flashes could be lost as flakes and stuck in the inner surface of the syringe.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: from the ring protection against accidental withdrawal of the piston, particles of plastic fall off and fall into the syringe.